Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a naviflex delivery system rx was used in the common bile duct to treat stones during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was noticed that the push catheter, guide catheter, and pull wire were kinked. Moreover, the guide catheter was broken. The procedure was completed with another advanix naviflex device. There were no patient complications reported as a result of this event. It was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the IFU, "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The user did not follow the IFU.